Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (1.0 mg/ml at 0.2003 mcg/day), bupivacaine (20.0 mg/ml at 4.005 mg/day), and compounded baclofen (200.0 mcg/ml at 40.05 mcg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported patient's pump was interrogated on (B)(6) 2016, and revealed a motor stall on (B)(6) 2016 at 11:58 and recovery the same day at 12:38. On (B)(6) 2016, the patient did report undergoing an MRI in (B)(6) 2016, but the exact date was not known. It was indicated the event was related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2016. Additional information received from healthcare provider (hcp) via a clinical study indicated the exact cause was not confirmed. The patient did have a magnetic resonance imaging (MRI) in (B)(6) 2016, but the exact date was not known. The patient's weight was (B)(6). No further complications were reported/anticipated.